Event description:
Initial reporter indicated that their handheld computer would not navigate screens and an "exc. Cab" error was displayed on the screen. A soft and hard reset was performed on the handheld and the event did not resolve. Removal of the flashcard did not resolve the event. Further follow-up indicated that the "screen would not go through alignment process". The programming system with software will not be returned to the MFR for analysis as the products were reported as stolen.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.